Event description:
It was reported that upon opening the package, the tubing was broken from the connection. The product was not used and no patient injury occurred.

Manufacturer narrative:
We received one vamp plus system for examination. The pressure tubing was detached from the solvent bond joint with the z-site. Indications of bonding solvent were visible throughout both the tubing and z-site tube housing bonding areas; however, the bonding solvent distribution pattern on the tubing had been contaminated by adhesive from a piece of clear tape. The outer and inner diameters of the tubing were measured near the point of detachment and found within specification. The inner diameter of the z-site tube housing was also within specification. The tubing detachment occurred on the patient side of the kit. An investigation is underway to identify potential causes and determine actions as deemed necessary to prevent recurrence of this type of complaint. A device history record review was complete and documented that the device met all specifications upon distribution.